Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds were slowing rising on both the right atrial (ra) and right ventricular (rv) leads. Impedance was slowly falling on the rv lead and lead fracture was confirmed on the ra lead. The leads were partially removed and replaced. No patient complications have been reported as a result of this event.